Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported by the patient with this pacemaker that their heart rate is lower than normal. Technical services (ts) suggested to check with the device clinic. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported by the patient with this pacemaker that their heart rate is lower than normal. Technical services (ts) suggested to check with the device clinic. The device remains in use. No adverse patient effects were reported.